Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced failures of catheter failure and deliver failure. The injuries were noted as pain, failure of therapy, withdrawal, hospitalization, and surgery. The date of injuries was noted as (B)(6)2017 - continuous in nature. The catheter replacement occurred in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture's representative via a consumer reported during a meeting, on (B)(4) 2017 the patient requested information on pump changes. The patient's pump was recently explanted, although not due to motor stall or pump failure.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type catheter conclusion code is for the pump and conclusion code is for the catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone and baclofen via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that they were working to determine if the catheter was kinked or dislodged. The doctor had already performed an x-ray today which showed the anchor and connector pin, but he did not see the catheter within the intrathecal space. He may attempt a CT scan. The patient was able to easily flip the pump in the pocket beginning 2-3 months ago. Per the doctor, the patient was active with paraplegia and was insensate below injury site. The patient was having symptoms of withdrawal in (B)(6) 2017 which prompted them to look into the catheter. Additional information was received on (B)(6) 2017 from a hcp who reported that the patient had gone back to see their surgical doctor and the reporting hcp had not heard from the patient since. No further complications have been reported as a result of this event.